Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fluid had gotten into the battery compartment area. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, b6, b7, d10, g1, h6 health effect impact codes. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found evidence of liquid spill in pim, power management, motor control and pneumatic interface boards. Replaced affected pim, power management board, motor control board and pneumatic interface board. Ran and passed all performance and function tests.

Event description:
It was reported that before use on patient, the cardiosave intra-aortic balloon pump (iabp) fluid had gotten into the battery compartment area while flushing lines incorrectly. There was no patient involvement.

Manufacturer narrative:
H11 corrected data: b5 updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that before use on patient, the cardiosave intra-aortic balloon pump (iabp) fluid had gotten into the battery compartment area. There was no harm reported.